Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected since (B)(6) 2025. Customer experienced a blood glucose level of 42 mg/dl during past events. Customer consumed carbohydrates to address low blood glucose levels and did not require assistance from third parties. Control-iq status displayed ¿na,¿ indicating an unspecified issue, and the pump reverted to the patient profile. Customer updated their pump settings to address the event.